Event description:
It was originally reported that the device was not curling. Upon receipt of device and preliminary evaluation on 4/12/07, device was found to be producing straight shots and is now MDR reportable.

Manufacturer narrative:
Complaint was confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended maximum number of constructs as specified in the instructions for use for this device.